Event description:
The customer reported that she experienced high blood glucose over 400 mg/dl from the date of the event to the time of reporting. The customer stated during that time range, she was having to change the battery to her insulin pump on a daily basis. The customer stated she was doing home dialysis treatment. At the time of this report, the customer's blood glucose was 484 mg/dl. It was found that the customer was not using previously used batteries, did not receive a weak battery alert, and was using the recommended battery in the pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.